Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown ao plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: emara, k., allam, m. (2008). Intramedullary fixation of failed plate femoral diaphyseal fractures: are bone grafts necessary? The journal of trauma injury, infection and critical care 692-697. This study was a prospective, random, clinical trial. There were 40 patients, ranging in age from 18-40 years,with a mean age of 30.1 years. There were 30 male and 10 female patients. Patients had experienced femoral fractures and failed plating with a broad ao dynamic compression plate managed by the removal of hardware and intramedullary fixation using an interlocking nail with or without autogenous iliac bone graft. This refers to 9 patients who experienced nonunion and revision with intact and stable plate fixation. This is report 3 of 3 for (B)(4). This report is for an unknown ao dynamic compression plate.